Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: a notification of claim was received from the personal injuries assessment board (piab). The following is noted: "claimant underwent a left total knee replacement. The medical device for the knee replacement was a stryker knee and the plaintiff had been on a waiting list for the hse. Claimant underwent knee replacement surgery. Soft tissue injury, fracture."